Manufacturer narrative:
Per the t:slim user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl and went to the emergency room (ER) in order to treat the bg. The customer reported that the bg level was caused by use error, as the customer increased the basal rate setting on the pump and did not eat much food on the day of the event. The customer received fluids and consumed foods containing sugar in order to treat for the bg level. Reportedly, the customer left the ER with a bg of 380 mg/dl and in stable condition.